Event description:
T-wave oversensing post vpacing during manual lv threshold testing, caller indicated she successfully ran vectorexpress test and found lv vector she liked. Caller then tried to manual threshold test that vector and observed associated twos. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).